Manufacturer narrative:
H.6. Investigation: investigation summary: bd received samples and photos from the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for glass breakage with the incident lot was observed. Additionally, evaluation of the customer samples was performed and glass breakage was not observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: based on evaluation of the customer photos, the customer¿s indicated failure mode for glass breakage with the incident lot was observed, however was not observed in customer samples. Root cause description: based on the investigation, a root cause could not be determined. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
Material no: 362761 batch no: 8340768 it was reported that during use of the bd vacutainer® cpt¿ cell preparation tube with sodium citrate the vacutainer broke in the centrifuge during centrifugation. The following information was provided by the initial reporter: we routinely utilize your bd vacutainer cpt mononuclear cell preparation tubes - sodium citrate in our lab. Catalog no. 362761. Today in our lab one of the vacutainers broke in our centrifuge during centrifugation. Tube was from lot# 8340768. Tube was being spun in a swing bucket centrifuge, conditions of 22c, max acceleration with no brake for deceleration, spin speed of 1,600xg for 20 minutes. We were processing other cpt tubes from the same lot at the same time that did not break.

Manufacturer narrative:
Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
Material no: 362761, batch no: 8340768. It was reported that during use of the bd vacutainer® cpt¿ cell preparation tube with sodium citrate the vacutainer broke in the centrifuge during centrifugation. The following information was provided by the initial reporter: we routinely utilize your bd vacutainer cpt mononuclear cell preparation tubes - sodium citrate in our lab. Catalog no. 362761. Today in our lab one of the vacutainers broke in our centrifuge during centrifugation. Tube was from lot# 8340768. Tube was being spun in a swing bucket centrifuge, conditions of 22c, max acceleration with no brake for deceleration, spin speed of 1,600xg for 20 minutes. We were processing other cpt tubes from the same lot at the same time that did not break.